Manufacturer narrative:
Device not returned.

Event description:
It was reported the pump "stopped working." Reportedly, the customer reverted to alternate method of insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.